Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during a case, the pointed end of the cannula broke off. The surgery was completed successfully with no reported adverse consequences.

Manufacturer narrative:
The reported event that the tip of the cannula was broken off could be confirmed. The visual inspection revealed that the tip of the cannula was broken off. The broken off fragment was not returned. Within the investigation it was determined that the breakage surface shows the appearance of a ¿ductile¿ forced rupture resulting from an overload condition. Furthermore, the breakage area of the pointed tip shows a plastic deformation indicating high bending forces. Based on investigation the root cause of the broken off tip of the cannula was attributed to an inappropriate user related handling issue. The breakage was caused by an overload condition. Most likely the cannula was used as a lever. Indication for any material, manufacturing or design related issue was not determined within the investigation.

Event description:
It was reported by the company representative that during a case, the pointed end of the cannula broke off. The surgery was completed successfully with no reported adverse consequences.